Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Trombectomy- balloon breaks during use. Not possible to have info on exact vessel treated, if balloon was inflated with liquid or co2, and how much liquid or gas was used, if vessel had calcification, if it was substituted with another applied catheter or with a competitor one. Event was reported to italian ministry of health as "potential incident" type of intervention: n/a. Patient status: the patient did not receive an injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the balloon had ruptured. There was no evidence of balloon fragmentation. It is likely that balloon breakage occurred if the balloon was inflated and pulled with a force exceeding what the balloon was able to withstand, was over-inflated, or was subjected to adverse conditions within the vessel. The instructions for use (IFU) states "balloon degradation and rupture may result from exposure to adverse environmental conditions, excessive handling, or deposits within the vessel." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.